Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multirate infusor leaked after filling with an unspecified solution. This event occurred while performing a demonstration. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Lot 16c059 was manufactured (B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.